Event description:
It was reported that an arteriotomy of the common femoral artery was attempted using the starclose se device after a diagnositc procedure. Reportedly, after the starclose se clip applier had been attached to the starclose se sheath, the plunger was depressed and the clip applier popped out of the sheath. The physician clicked the two devices back together and after the deployment of the thumb advancer, the two parts came apart again. The parts were clicked together and manually held when the clip was deployed. The clip achieved hemostasis and manual arterial pressure was held for 5 minutes. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was received fully clip deployed and the clip was not returned. The exchange sheath was fully installed and engaged onto the starclose se device with the sheath fully slit and presenting a damaged distal edge. The vessel locator was retracted into the distal end of the delivery tube set and presented bent vessel locator wings (vlw). Further inspection of the device did not yield any anomaly. Testing of the device was conducted which consisted of resetting the device for redeployment testing, reinstallation of the exchange sheath onto the device and redeployment of the plunger and thumb advancer. The testing was successful with a distinctive click heard during installation of the sheath to the device handle, indicating full engagement of the starclose se device handle and sheath hub. Plunger and full thumb advancer deployment was attained with no separation of the exchange system from the device detected. The noted damage to the sheath is consistent with the exchange sheath and hub separating from the device handle during thumb advancer deployment with the distal end of the sheath coming in contact with the deployed vlw. The damaged vlw likely occurred due to the sheath contact and patients reported physical attribute of being obese, likely causing tissue compaction between the deployed vlw and distal end of the clip delivery tube during its deployment through the tissue tact and bending the vlw. The bent condition of the vlw would prevent proper retraction into the clip delivery tube upon clip deployment presenting the bent wing condition as observed. Possible causes for the inability to fully install the sheath to the device are an out of position cutter/splitter during the manufacturing process, cutter damage and misalignment during procedure prep and/or handling or improper user technique. During manufacture, the lot is visually checked for proper cutter alignment and damage. The lot is also visually inspected for proper vlw deployment and retraction. Additionally, samples from the lot are functionally and destructively tested to assure proper device lot function. Testing of the returned device also confirmed proper device function. The reported mode of failure is consistent with user technique. Per the starclose se instructions for use, when connecting the sheath hub to the clip applier, hold the hub up at the same angle as the tissue tract above the skin surface. This action allows a firm connection to be made without pushing against the skin. An audible click should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub. Because it was not possible to confirm it was a user technique for the suspected detachment of the sheath from the device and all testing confirmed proper device function, the cause for the complaint is undetermined. A review of the lot history record did not reveal any non-conformity record relevant to this event. A query of the complaint handling database was performed and there was no indication product quality deficiency.